Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported the implantable neurostimulator (ins) was tilted. The patient said they noticed yesterday the depth of the tilting when they felt the ins. The patient said last night they noticed the ins shifted more. The patient said the ins is maybe 10-15 degrees tilted, maybe due to body fat or "pocket setting or whatever." The patient said if they go to the right three fingers down, the ins felt leveled. If the patient goes past three fingers, the ins felt like it was tilted maybe 15-20 degrees further than that. No symptoms or further complications were reported/anticipated.